Event description:
It was reported during the implant procedure that after extending the helix the threshold was no acceptable and the lead was repositioned. The helix did not extend out and no longer would move after it was removed from patient. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found. However, visual inspection revealed the distortion of the defib conductor.